Event description:
On 11/27/96 an ipp device was implanted. On 12/26/96 closure of skin. On 1/9/97 the pump was removed from the pt due to infection/pump tubing erosion in scrotum-the pt requested a salvage procedure to be performed.